Event description:
A male patient diagnosed with kidney failure generated error code 1062 on a plasma sample with the axsym digoxin iii assay. A serum sample from the same patient generated a digoxin iii result of greater than 4.0 ng/ml (manual 1:2 = 3.24 ng/ml; manual 1:3 = 3.03 ng/ml). The plasma sample was retested with a result of greater than 4.0 ng/ml. The customer noted that the patient's physician treated the patient with digibind (no further info available). The serum sample was sent to another lab where it was tested with the axsym digoxin ii assay and generated a result of less than 0.3 ng/ml. This lab also tested the sample using the digoxin iii assay and generated a result of greater than 4.0 ng/ml. The sample was then sent to a reference lab and a result of 0.9 ng/ml was generated (methodology unknown). There is no further impact to patient management reported.

Manufacturer narrative:
This is an initial report. This complaint also meets the reporting criteria. An investigation is in process. A final report will be submitted at the completion of the investigation.